Event description:
Fixator was applied in 01/2004 for charcot foot reconstruction. The position of the fixator allowed the patient to step on the minirail. In 2004 it was reported to the doctor that the fixator had snapped at the intersection of the gears. The doctor replaced the fixator in the office withouth further repositioning the treatment site (replacement was not to preclude permanent impairment or damage). Approximately one month after the new fixator was applied, the doctor performed another surgery to remove the fixator and apply a plate. No incident reported involving replaced fixator.